Event description:
On (B)(6) 2011, at hospital (B)(6), a 40 minutes drainage of abscess anu-rectal procedure was performed on the pt. A wem (model ss500) electrosurgical generator and a skintact dispersive electrode (model ro01) were used. The electrode was placed on the frontside of the left thigh. The pt was lying in a gynecological position and was not repositioned. The body type of the pt was described as thin and the skin as normal. The skin was shaven, not cleaned, not disinfected, not dried and no ointment had been applied. The power setting was described as "30 coagulation and 30 cuts". The hospital stated that the plate was coming off at a relative area to the total area of 20%. It was also reported that the power setting was increased during surgery " (...) 50 cuts und coagulation". After the procedure, a burn was noticed in the center of the electrode. The wound has been described as a "1,5cm x 1,5cm oval shaped" 2nd and 3rd degree burn. The wound has been treated with suturation. No info on the medication has been available to us.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical test were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The IFU specifically states "should cutting or coagulating effect diminish during surgery, or a higher than normal power setting be requested, a problem may exist. Immediately make sure that the neutral electrode is adequately placed and in full contact with the skin. Inspect all connections of the neutral electrode i.e. Clamp, cable, connector plus all active accessories and the generator before turning up power." The wem ss500 is equipped with an electrode contract quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The IFU specifically states "if an electrosurgical unit offers an electrode cqms (...) Always use a split electrode." The use of a split electrode could have avoided the burn. We, therefore, conclude that a user error, specifically not following the IFU, has caused or contributed to the incident.